Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the channels of the device. [First time: (B)(6) 2020]. Nonfermenting gram-negative bacilli (10 cfu). [Second time: (B)(6) 2020]. Coliform (10 cfu). [Third time(B)(6) 2020]. Pseudomonas aeruginosa (<10 cfu). Olympus australia & new zealand (oaz) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. There was no report of infection associated with this report. The exact cause of the reported event could not be conclusively determined, because the device was not microbiologically tested after it was repaired by oaz. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) & (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the universal code was wrinkled. There were dents and scratches on the distal end cap. The resin of the lens at the distal end was worn. The upward bending angle did not meet the standard value due to wear of the angulation wire. The angulation was slacked. The adhesive on the bending section rubber was detached. There was a scratch on the insertion tube. The control section was damaged and s-cover was deformed. The endoscope connector unit was deformed. The distal end, universal cord, and endoscope connector unit were replaced. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 3 times microbiological testing by the user facility, the device tested positive for unspecified microbes in all times. The user facility did not provide other detailed information such as the number, the type of microbes and the reprocessing method. There was no report of infection associated with this report.